Event description:
The device analog meter reads negative pressure during a normal positive pressure condition. The customer support engineer inspected the device, but could not duplicate the reported condition and replaced the autozero solenoids as a precaution. The unit passed extended self testing. It is not verified that the device pressure readings are out of spec, and no malfunction may have occurred.